Manufacturer narrative:
The field service engineer (fse) observed fluid leaked on the right side of the instrument. The fse replaced the tubing through pinch valves vl4b and vl4c and verified system performance. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported approximately five milliliters of green fluid leaked outside the instrument and on the counter near the right panel involving the coulter lh 750 hematology analyzer. The customer had on gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.